Event description:
As reported by the (B)(4) registry the patient experienced behavioral change, aphasia, and dysarthria during index procedure. The patient was diagnosed with a transient neurological deficit (possible stroke). Angiomax was given during procedure and symptoms resolved. Approximately twenty four hours post index procedure the patient experienced behavioral change, dysarthria and other neurological deficit. The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the proximal right internal carotid (r5). The target vessel was described as eccentric and ulcerated. The vessel was mildly calcified and moderately tortuous. The rate of stenosis was 80%. The patient was administered angiomax bolus and infusion. An angioguard ((B)(4) / lot 70912415) embolic protection device was placed in the distal cervical right internal carotid artery and the lesion was pre-dilated with a 5 mm viartrac balloon. A precise ((B)(4) / lot 15661976) stent was successfully deployed in the target lesion. During stent deployment, the patient was noted to have transient weakness of her left upper extremity and was unable to squeeze the plastic toy that was provided to her. The stent was post dilated with a 6 mm viatrac balloon and a 7 mm aviator balloon. The angioguard was emergently removed, with some difficulty, from the patient. The retrieval cath would not cross the newly deployed stent, eventually after reshaping the catheter the physician was able to retrieve the filter basket. Upon removal it was noted that there was debris captured in the filter basket.

Manufacturer narrative:
As reported by the (B)(4) the patient a stroke during the index procedure and the angioguard had withdrawal difficulty. The patient is a (B)(6) female who was enrolled in the (B)(4) study for stenting of the carotid artery. The target lesion location was the proximal right internal carotid (r5). The target vessel was described as eccentric and ulcerated. The vessel was mildly calcified and moderately tortuous. The rate of stenosis was 80%. The patient was administered angiomax bolus and infusion. An angioguard (701814rmc / lot 70912415) embolic protection device was placed in the distal cervical right internal carotid artery and the lesion was pre-dilated with a 5mm viatrac balloon. A precise (pc1030rxc / lot 15661976) stent was successfully deployed in the target lesion. During stent deployment, the patient was noted to have transient weakness of her left upper extremity and was unable to squeeze the plastic toy that was provided to her. The stent was post dilated with a 6mm viatrac balloon and a 7mm aviator balloon. The angioguard was emergently removed, with some difficulty, from the patient. The retrieval cath would not cross the newly deployed stent; eventually, after reshaping the catheter the physician was able to retrieve the filter basket. Upon removal it was noted that there was debris captured in the filter basket. The patient was diagnosed with a transient neurological deficit (possible stroke). Angiomax was given during procedure and symptoms resolved within 24 hours. The procedure was successfully completed. Approximately twenty four hours post index procedure the patient experienced behavioral change, dysarthria and other neurological deficit. The next day the patient had some confusion, increased general weakness, un-coordination, and left hand numbness (possible stroke or metabolic issues/reaction to anesthetic). A CT scan of the head was performed the next day and revealed no mass effect or change. No acute findings. The neurologic deficits lasted greater than 24 hours. The patient was discharged two days post procedure as all neurologic symptoms have resolved. The stent remains implanted thus unavailable for analysis. The products were not returned for evaluation and testing. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Withdrawal difficulty is a known potential adverse event associated with the angioguard and is listed in the IFU as such. Review of the information suggests that procedural issues may have contributed to the reported event, specifically the anatomy and composition of the target lesion. Ischemic stroke is s well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. There are procedural issues that may have contributed to the adverse event experienced by the patient, specifically the debris captured by the filter, which indicates an abundance of potential emboli from target site debris. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. No corrective action is required at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2012-00153 and 9616099-2012-00768.

Manufacturer narrative:
The procedure was successfully completed. The next day the patient had some confusion, increased general weakness, un-coordination, and left hand numbness (possible stroke or metabolic issues/reaction to anesthetic). A CT scan of the head was performed the next day and revealed no mass effect or change. No acute findings. The patient was discharged two days post procedure as all neurologic symptoms have resolved. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2012-00153 and 9616099-2012-00768.